Event description:
Hcp reports pump successfully interrogated and data entered, however, the update could not be completed with the 8840 programmer. The 8820 was then successfully used. Upon interrogation, the pump reverted back to pump memory error. The pump was filled with saline. There was plans to replace. A follow up report will be sent when additional info is obtained.